Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 08/04/2015 with the following findings: the black box contained no power on reset, but time and date reset to default was duplicated during investigation. Pump was open to investigate, the internal battery was leaking. The display was dim and pink. Battery compartment cracked below bumper pad. Use returned battery cap, battery cap does tighten fully. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4). (B)(6).

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a dim display, cracked battery compartment and leaking internal battery. This report is made based on the results of an investigation completed on 08/04/2015.